Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure that was completed as planned with no issues, and the ion system was undocked. The target nodules were located in the right upper and left lower lobes and both were attached to the pleura. The physician stated that there were no ion system malfunctions during the procedure. After the ion portion, the procedure was continued with a manual bronchoscopy for endobronchial ultrasound (ebus) staging. Near the end of this procedure, the patient suffered a myocardial infarction with ventricular fibrillation cardiac arrest; resuscitation measures were unsuccessful and the patient expired. The physician reported that this was a known high risk procedure as the patient had a history of cardiac arrest with a recent myocardial infarction 3 months prior, hypertension, coronary artery and peripheral vascular diseases, chronic obstructive pulmonary disease, and interstitial lung disease. The physician stated that the adverse event and patient outcome were likely due to anesthesia and comorbidities, and not related to the ion system.

Manufacturer narrative:
System logs are not available for review. A review of the site's complaint history revealed no additional complaints related to this event. Device history record (DHR) review of the device(s) used during the ion procedure found no non-conformances were identified to be related to the event. A review of the event was performed by an intuitive medical safety officer (mso) who concluded that the patient with known coronary artery disease underwent an ion endoluminal biopsy of a left lower lobe nodule. The patient had recently suffered a myocardial infarction 3 months prior and the procedure was deemed high risk but necessary. The ion portion of the procedure was successfully completed and the ion catheter was transitioned to manual bronchoscopy for linear ebus. Near the end of the manual linear ebus portion of the case the patient decompensated with ventricular fibrillation and cardiac arrest. Efforts at resuscitation were unsuccessful and the patient died. The physician attributed he adverse event to a combination of general anesthesia in the setting of significant medical co morbidities including recent myocardial infarction. There was no malfunction of the ion system, instruments or accessories. Based on the available data the reported adverse event was procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 5 arrhythmias (0.02%) and 1 myocardial infarction (0.004%). One prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction or arrhythmias. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. Another case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. --rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013.